Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic nephrectomy involving one reload, there was bleeding in the renal artery and staple line bleeding after firing the reload. The staple line required replacement with suturing to control the bleeding. These issues resultedin extended surgical time for 30 minutes. Suturing was performed both to control the bleeding and as a replacement for the staple line.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing for the first reload was precluded due to a damage. The second and third reload were loaded into a medtronic representative instrument. The reloads clamped and unclamped repeatedly. The interlocks were overridden, the reloads were cycled without hesitation or binding, and were applied to test media. The test media was cleanly transected. The interlocks were tested and found to function properly. It was reported that there was bleeding in the renal artery and staple line bleeding after firing the reload. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when applied over tissue that is beyond the recommended thickness range, or when applied with an obstacle incorporated in the jaws. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: select a loading unit with the appropriate staple size for the tissue thickness. Overly thick or thin tissue may result in unacceptable staple formation. Always include the combined thickness of the tissue and of any staple line reinforcement material in use when choosing the proper staple cartridge. Placement of tissue proximal to the tissue stops (on the loading unit) may result in stapler malfunction. Any tissue extending beyond the cut mark will not be transected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.